Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced skin irritation and an abscess at the infusion site on the arm after approximately 49-71 hours of pod wear, which later progressed to an infection. The patient reported that the infusion site developed warm swelling, itching, and pain, and blood glucose was observed to have increased to approximately 400 mg/dl, prompting her to seek medical attention. The patient consulted a healthcare professional at (B)(6) in (B)(6) france, where the abscess was drained and she was prescribed augmentin antibiotic treatment for five days. No treatment was reported for the elevated blood glucose. The pod involved was discarded and is unavailable for investigation.